Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced in b5, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using two proglide devices after an unspecified procedure. Reportedly, an unknown device failure occurred. The method used to achieve hemostasis was not reported. There was no adverse patient sequela. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: visual and functional inspections were performed on the returned device. The reported unknown device failure was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.